Event description:
Diagnosis of pnes (psychogenic non-epileptic seizures) and fnd (functional neurological disorder), having seizures regularly. Found out (B)(6) 2025 I have an intracapsular breast rupture of my left breast. I have had close to 40% of bii symptoms for almost 7 years, my implants were placed in 2009. They are mentor silicone gel. I believe strongly the severity and frequency of my seizures is not caused by pnes ot fnd but is actually all symptoms of bii. I am meeting with referral doctor for MRI (B)(6) 2025 and plan on having them removed and tested asap. Patient code: 4406; 4513. Device code: 1546. Reference report#: mw5179326.